Event description:
Reportedly, following a threshold test, the egm on the screen of the tablet appeared in a back screen a la suite d'un test de seuil, l'écran de l'egm est devenu noir. During the threshold the egm was visible.

Manufacturer narrative:
The review of provided data confirmed the reported issue : display of a black bar on the egm strips at the end of the threshold test. The egm strips are replaced by a black bar. The data displayed on the marker chain are correct and the test needs to be re-started to see the egm corresponding to the markers. The pacemaker under in-clinic follow-up was a device eno. The root cause could not be determined with certainty, the reported black stripe most probably resulted from a poor management of the programmer module during the real-time test. This issue is corrected in the alizea/borea/celea programmer modules. It hasn¿t been corrected for the reply/kora/eno programmer modules. No general malfunction is suspected on the programmer. This case is retained and utilized for trend purposes.